Event description:
A nurse reported that a system had an illumination problem and did not recognize a handpiece before surgery. The system was exchanged to start and complete the surgery. There was no pt involvement.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).